Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient detected insulin in the cartridge compartment of the infusion device. The patient thinks the insulin came from a leaky insulin cartridge. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
The received one used and one unused cartridges were visually and leak tested. The cartridges passed the visual tests and the leakage tests at different positions of the plunger rod. The problem mentioned by the customer could not be reproduced.